Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The 5 additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with 6 proglide devices using the pre-close technique prior to a percutaneous endovascular aneurysm repair (pevar) interventional procedure. Reportedly, when the plunger was removed, there was suture connected to the anterior needle. Same issue occurred with all 6 devices. The sheath was upsized to greater than 8.5f and the pevar procedure was completed. A cutdown was performed and hemostasis was achieved via surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported "no suture or link was connected to the anterior needle" was confirmed as a needle to cuff miss. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.